Event description:
It was reported that (1) device was used during a thyroid procedure. It was reported by the affiliate that the mcs20 clips would not deliver. Another device was used to complete the case. There was no consequence to the pt.